Event description:
Healthcare professional reported left side "broken implant" and "suspected rupture". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken implant", suspected rupture. Cont e1 phone number- (B)(6).